Event description:
The patient presented in the hospital after a ventricular tachycardia the night before. The patient was successfully cardioverted to a sinus rhythm at 70 bpm after which abnormal sensing was observed. After programming to vvi mode at 30 ppm, pacing outputs were seen at 30 ppm regardless of sinus activity. The patient was transferred to the ICU wing where normal sensing and capture thresholds were observed. The physician elected to upgrade to an ICD.